Event description:
Device complication: none. Time of complication: during hospitalization; after the procedure. Symptoms: left arm weakness; slurred speech consistent with tia; left facial twitching. It was reported that during a one month follow-up appointment following a carotid stenting procedure, neurological effects occurred in the pt: left arm weakness and slurred speech consistent with tia. The drug treatment given was anticoagulant. The event resulted in new/prolonged hospitalization. The pt's outcome was reported to be improved. The first device was used on 2005. The first event was during hospitalization for transient confusion with a start date of 2005 and a stop date a day later. The second event was during an additional visit on the following month, for altered mental status, in which a head CT was done. The third event was during an additional visit 24 days later, for left facial twitching and slurred speech (simple seizure), with a start date of 2005; stop date 2005. Drug treatment (type unknown); head CT was also done. The fourth event, which was initially reported, is for the left arm weakness and slurred speech consistent with tia, with a start date of 2005; stop date 2005.